Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the image was frozen and recorded on its own due to damage on switch 1. A root cause for corrosion on the universal cord could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a frozen image that recorded on its own and corrosion on the universal cord. There was no patient involvement.